Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the complaint coil was not the first one to be used. Pre-deployment electrical testing was performed. The failure did not occur during pre-deployment electrical check. The same detachable control box (dcb) was used successfully with prior and/or subsequent coils. The same cable was used successfully with prior and/or subsequent coils. The cable was not replaced when the event occurred. The complaint coil was removed intact (not stretched or damaged) from the patient and a new coil was implanted. Adequate flush was maintained through the devices. The target vessel/site being treated was the sidewall to the internal carotid artery (ica). Section e1. Initial reporter phone - (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization, the coil of a 1mm x 4cm galaxy g3 mini (glm910040, l17260) did not detach even after pushing the detach button several time. The physician pulled out the coil through the unspecified microcatheter (mc) after this phenomenon. The surgery was not delayed due to the reported event. The procedure was successfully completed. There was no patient injury reported. Additional information received indicated that the complaint coil was not the first one to be used. Pre-deployment electrical testing was performed. The failure did not occur during pre-deployment electrical check. The same detachable control box (dcb) was used successfully with prior and/or subsequent coils. The same cable was used successfully with prior and/or subsequent coils. The cable was not replaced when the event occurred. The complaint coil was removed intact (not stretched or damaged) from the patient and a new coil was implanted. Adequate flush was maintained through the devices. The target vessel/site being treated was the side wall to the internal carotid artery (ica). A non-sterile unit galaxy g3 mini 1mm x 4cm was received inside of a pouch to cerenovus for evaluation. The device was visually inspected, and it was found kinked at 47.5 cm from proximal, no other damages or anomalies were observed during the visual analysis. Also, the marker band was found at 39.3 cm from the hub which is within specification. A microscopic inspection was performed, and it was found that the embolic coil is stretched and stuck inside the introducer. The functional test could not be performed due to the conditions in which the device was returned for evaluation. However, the resistance of the device galaxy g3 mini 1mm x 4cm measured with a multimeter. Resistance measured and was found within the specification range. Also, the device was connected to detachment control box dcb2000500 (dcb) with an enpower control cable lab sample and the power was turned on. The system ready light was illuminating. This suggests there is no problem with the embolic coil resistance. A manufacturing record evaluation was performed for the finished device l17260 number, and no non-conformances related to the reported complaint condition were identified. Although the functional test could not be performed due to the conditions in which the device was returned, the resistance of the device galaxy g3 mini 1mm x 4cm was measured with a multimeter. The resistance was found within the specification range. Also, the device was connected to detachment control box dcb2000500 (dcb) with an enpower control cable lab sample and the power was turned on. The system ready light was illuminating. This suggests there is no problem with the embolic coil resistance. Therefore, the customer complaint of ¿coil - failure to detach¿ was not confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) do contain the following recommendations: verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, the coil of a 1mm x 4cm galaxy g3 mini (glm910040, l17260) did not detach even after pushing the detach button several time. The physician pulled out the coil through the unspecified microcatheter (mc) after this phenomenon. The surgery was not delayed due to the reported event. The procedure was successfully completed. There was no patient injury reported.